Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The noise was suspected to be due to non-confirmed insulation damage on the rv lead. Proactive testing was performed and the oversensing was unable to be reproduced. Abbott technical services was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.